Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The returned device consisted of the 14f isleeve introducer sheath with the dilator completely pushed into/through the sheath and out of the sheath tip. Visual and microscopic inspection identified that two out of the three seams were expanded with the tip split at the one of the seams. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam line and are expected with use of the device, as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the transcatheter aortic valve replacement procedure; therefore, these observations are not considered damage to the device. Further inspection of the 14f isleeve introducer sheath also identified numerous kinks throughout the sheath. Two photographs were provided to aid in the investigation and reviewed by a bsc quality technician. The photographs showed the seams expanded, the sheath kinked, and the tip split at a seam. The damage in the photos is consistent with the damage observed upon device analysis. Product analysis and review of the photos confirmed the damage as the 14f isleeve introducer sheath was kinked, however the reported difficulty to remove and patient effects could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that difficulty removing and vessel perforation occurred. A transcatheter aortic valve replacement procedure was being performed with the use of a 14f isleeve introducer sheath placed on the right side. The patient's femoral artery diameter measured 10.6mm, the external iliac artery measured 9.9mm, and the common iliac artery measured 13.7mm. At the end of the procedure when the 14f isleeve introducer sheath with dilator was being withdrawn, resistance was felt and the right femoral artery perforated. The patient's blood pressure dropped and a stent was placed to treat the perforation. When the 14f isleeve introducer sheath was removed, it was observed to be badly damaged. The patient has fully recovered.

Event description:
It was reported that difficulty removing and vessel perforation occurred. A transcatheter aortic valve replacement procedure was being performed with the use of a 14f isleeve introducer sheath placed on the right side. The patient's femoral artery diameter measured 10.6mm, the external iliac artery measured 9.9mm, and the common iliac artery measured 13.7mm. At the end of the procedure when the 14f isleeve introducer sheath with dilator was being withdrawn, resistance was felt and the right femoral artery perforated. The patient's blood pressure dropped and a stent was placed to treat the perforation. When the 14f isleeve introducer sheath was removed, it was observed to be badly damaged. The patient has fully recovered.

Manufacturer narrative:
H3 device evaluated by MFR: photographs of the 14f isleeve introducer sheath were provided for analysis and reviewed by a boston scientific quality technician. The photographs showed the 14f isleeve introducer sheath with the seam expanded and kinked, along with the tip split at the seam. The expanded seam of the 14f isleeve introducer sheath and the split tip occurred along the seam line and is an expected use of the device as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the procedure; therefore, these findings are not considered damage to the device. The available photographs confirmed the reported damage as there were kinks to the 14f isleeve introducer sheath.

Event description:
It was reported that difficulty removing and vessel perforation occurred. A transcatheter aortic valve replacement procedure was being performed with the use of a 14f isleeve introducer sheath placed on the right side. The patient's femoral artery diameter measured 10.6mm, the external iliac artery measured 9.9mm, and the common iliac artery measured 13.7mm. At the end of the procedure when the 14f isleeve introducer sheath with dilator was being withdrawn, resistance was felt and the right femoral artery perforated. The patient's blood pressure dropped and a stent was placed to treat the perforation. When the 14f isleeve introducer sheath was removed, it was observed to be badly damaged. The patient has fully recovered.